Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd maxguard flow controller extension set with needleless y-site(s) were clogged. The following information was provided by the initial reporter: I have been told of 2 of the bd maxguard flow controller ext sets (dial-a-flows) not working at all. They are able to prime the controller extension but after priming no flow is allowed no matter the range that is selected.

Manufacturer narrative:
H6: investigation summary. Two samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a 10 ml bd syringe filled with saline and the flow controller in the open position. The set was unable to prime. The customer complaint that there is no flow was verified. A quality notification was sent to the manufacturer. The root cause is caused by a misplaced gasket. Corrective actions have been taken to correct the issue and the component that was received was constructed before the corrective actions were put in place. A device history record review for model mfs141 lot number 22039076 was performed. The search showed that a total of 11523 units in 1 lot number was built on 28jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that 2 bd maxguard flow controller extension set with needleless y-site(s) were clogged. The following information was provided by the initial reporter: I have been told of 2 of the bd maxguard flow controller ext sets (dial-a-flows) not working at all. They are able to prime the controller extension but after priming no flow is allowed no matter the range that is selected.